Event description:
The manufacturer received information alleging a ventilator was failing service testing. There was no harm or injury reported. During the evaluation of the device at a third party service center, issues related to the flow path were observed. The device's blower motor, flow sensor assembly and sensor board need to be replaced to address the issues.